Event description:
The physician reported a left side capsular contracture, baker grade IV and inflation. The doctor stated that the explanted device contained approximately 550cc of brownish fluid.

Manufacturer narrative:
Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of inflation as follows: "if any unusual symptoms occur after surgery, such as fever or noticeable swelling or redness in one breast, you should contact your surgeon immediately."